Event description:
Reporter alleged obtaining the results of 300-399 mg/dl, 270-279 mg/dl, 250-259 mg/dl and 100-199 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she ate a normal breakfast and took her normal morning 40 units of humulin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.